Event description:
It was reported that the patient had a twitch one day post implant. When the pocket was opened, the svc port was found not to be plugged. The port was plugged and the device remains in use. The physician questioned why the impedance measurement was not out of range and thought that there should have been an alert that the svc port was not plugged. There have been no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.